Manufacturer narrative:
Initial reporter city - (B)(6).

Event description:
It was reported that an error message occurred. An angiojet pe catheter was selected for a pulmonary thrombectomy procedure. However, during the procedure, an error message occurred and a bend was noticed at the hub where the guidewire and the collection bag go through when taken out of the patient's body. The procedure was completed via an alternative method. No patient complications were reported.